Manufacturer narrative:
E1: reporter phone #: (B)(6)

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low-pressure alarm. The device was in clinical use when the issue occurred, it was reported that the patient's oxygen saturation was low, and the end airway pressure for the patient was also low. The user then reported that a preliminary examination was performed, and it was observed that the airway pressure was small. The patient was then moved to a different ventilator, and the patient's condition returned to normal. There was no user harm reported. It was reported by the customer, that the v60 ventilator displayed a low-pressure alarm. An inspection was performed, and it was reported that the equipment had no positive pressure to the gas output. It was noted that a determination was made, and it issue was caused by a failing turbine. Onsite service was requested.

Manufacturer narrative:
H10: the key market (km) responder reported that it was determined that the turbine had failed, and that a third-party company replaced the turbine to resolve the issue. The device was returned to service.